Event description:
It was reported that the patient's blood glucose level (bg) rose to 23 mmol/l (414 mg/dl) while wearing the pod between 5 and 24 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. Additionally, it was reported that the patient was bleeding when the pod fell and this had also happened to a second pod. As treatment, a new pod was applied. The pod has been discarded. This report is for pod 1 of 2.

Manufacturer narrative:
According to the complainant the device has been discarded and will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.